Event description:
A pt svc rep contacted zoll customer support while assisting a (B)(6) female pt to report that the nurse had snapped the electrode belt connector. The pt was provided with a new electrode belt.

Manufacturer narrative:
Device eval summary: device evaluations of electrode belt (B)(4) has been completed. The reported problem (belt connector damaged) has been confirmed. The cause for the damaged belt connector is a broken connector housing and a missing nut. The root cause for the broken connector housing and missing nut is likely a result of physical abuse while the nurse was assisting the pt in changing the pt's garments. No adverse event resulted from the damaged belt connector. The pt received a replacement electrode belt.